Manufacturer narrative:
(B)(4): manufacturing evaluation: supplier evaluation 391.201 cable tensioner lot p170991. Due to an unknown cause, the cable tensioner could not be tensed when the cable was already connected. The supplier reported that upon receipt, ¿visual inspection found that chuck jaws would not open fully.¿ supplier stated, ¿functional inspection found that the chuck jaws would not open fully. Tried testing tension [per specifications], but could not pass cable through tensioner. Further investigation determined the addition of instrument milk reduced friction and allowed chuck jaw to move freely. Evidence of corrosion is present on jaws. The device history record review confirmed this product met specification prior to shipping.¿ based on the supplier¿s evaluation and the unknown cause, this complaint is confirmed but is not considered manufacturing-related. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows it was reported that the cable tensioner could not be tensed when the cable was already connected. The surgeon was able to change to another one quickly and complete the procedure there were no reports of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. MFR date: 03/25/2014. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.